Event description:
I purchased a fasciablaster. It was promoted as a device to help with pain in muscles due to fascial adhesions and also to reduce the appearance of cellulite and tighten skin. I followed the company's instructions for use: heat the body, use the device in an up and down or side to side manner (but never in circles) on all parts of the body with a fast, hard pace (up to pain level of 7). I did this most days of the week (as instructed). Within a couple of months my hormones went crazy, I gained 10 plus pounds, and also was diagnosed with hypothyroid. During which time I also noticed that my skin was much looser, with wrinkles and that I had cellulite increase drastically including areas that I never had it prior to use. I stopped using it in (B)(6) 2016 and still have not lost the weight (even though my hypothyroid is treated and now my thyroid is performing optimally) and my cellulite and loose skin has not recovered, it appears the damage is permanent. Despite very healthy, low calorie eating and exercising 4-5 days a week with weights and swimming, nothing is improving. Incident: home/apartment/condominium - (B)(6). This is my home address. Product: fasciablaster - white stick with several claws on it. Approx 24 inches long. Retailer: (B)(6). Retailer state: online. Purchase date: (B)(6) 2016. The product was damaged before the incident: no. The product was modified before the incident: no. Explanation: posted to the company fb page of negative side effects and later the post was deleted by the company. No response was given. Document number: (B)(4). Report number: (B)(4). See scanned pages.